Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2014 with the following findings: the keypad was torn at the up arrow. The up arrow button was intermittently responsive. The down arrow, ok and contrast buttons responded properly. Contamination was found under the contrast, up arrow, and down arrow button contacts when the keypad was removed. Unrelated to the original complaint, the display screen was discolored with a pinkish contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up button was unresponsive. The reporter stated that the keypad was torn and peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.